Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the visual and the functional investigation didn¿t detect any major issues with the returned items. There is normal wear and tear and the devices could be used as intended. According to the complaint description there was a ¿great resistance¿ when the cage was inserted and the surgeon ¿hammered hardly with mallet¿. Hammering might be needed to insert the implant but should only be ¿controlled and light¿ hard hammering should not be required if the disc space is prepared sufficiently and a proper discectomy was done. Hence, hard hammering should not be done during the procedure. After the cage was released for pivoting hard hammering was applied again to turn the cage. The need of hard hammering to insert and turn the cage is unusual and should be avoided. Hard hammering can potentially lead to a situation where the cage breaks through the anterior wall. As it can be seen in the x-rays, the implant was already over-pivoted. In this situation it can potentially happen that the cage disengages from the applicator as described in the complaint. Insufficiently removed disc material might be the cause of the described issues. The investigation did not discover any issues related to instruments or implant. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.812.520, lot: 1l84670, manufacturing site: haegendorf, release to warehouse date: 23. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an anterior spinal fusion procedure on (B)(6) 2020, a 10mm proti cage needed to be condemned as the cage disengaged from the advanced applicator. The surgeon used applicator for 10 mm trial in l5-s1 and the applicator knob couldn't be turned. Surgeon complained the applicator end was too bulky and requested to change to advanced applicator for 10mm trial and the implant. A great resistance was encountered when the 10mm proti cage was being inserted. Little progress was observed when surgeon hammered hardly with mallet. Then the surgeon turned the applicator knob to an open position for the implant to turn. Surgeon then hammered again to turn the proti cage. The cage started to turn, surgeon hammered hardly several times in order to fully turn the cage. However, suddenly, the cage broke through the anterior annulus and went anteriorly. Surgeon grabbed the advanced applicator and found that it has already detached from the cage. Removal tool was used to grab the implant, however, it was located too anteriorly which removal tools couldn't reach. The disengaged implant was removed through another incision from anterior approach. Synfix evolution was used to fuse l5-s1. The procedure was successfully completed. Concomitant device reported: unk - impaction inst: hammer/mallet: (part# unknown; lot# unknown; quantity: unknown). Advanced appl inner shaft (part # 03.812.521, lot # 3l09323, quantity 1). T-pal spacer applicator knob (part # 03.812.004, lot # 7914276, quantity 1). This report is for one (1) t-pal advanced applicator handle. This is report 2 of 3 for complaint (B)(4). Related complaint (B)(4) captures the cage with depuy spine product 108812010.